Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material # 303393 batch # 5065846. Rcc received a complaint via email. Hello, we have received a quality complaint on product sold to our customer. Please contact the customer and on any future communication. Injuries or adverse event: no item: 303393 quantity affected: 1 bx serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: the product in the boxes is different product than what the boxes read. The outside of the boxes say b-d303393 but b-d303392 are the syringes inside.

Manufacturer narrative:
(B)(4). Supplemental MDR - label content incorrect. One hundred samples of 10ml twinpak syringes (part number 303393) from batch 5065846 were received and evaluated. All samples arrived in sealed packages within a single case box and were confirmed to contain 10ml syringes. However, the top web labeling on all packages incorrectly indicated 5ml. The condition observed is non-conforming per product specification. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.